Event description:
It was reported that the pump was explanted for infection. It was also noted that the pump had reached the normal replacement indicator (eri). It was later reported that morphine was in the pump. It was noted that the patient experienced redness around the pump. The pump and the catheter were explanted in (B)(6) 2013. It was reported that the patient was doing better as of (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).